Event description:
The customer claims that on approximately 5 occasions, the needle left a huge gag when inserted onto the syringe and caused leakage. No information was received regarding any serious injury as a result of this product issue.